Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.